Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was suspected to have water damage. No alarms were noted and the system controller was exchanged. Log file review found no unusual events in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site noted that the patient did experience any adverse event due to the reported event.

Manufacturer narrative:
Section b5 correction. Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller ((B)(6)) was confirmed via testing of the returned product. The system controller was powered on and a discolored liquid crystal display (lcd) was noted, consistent with fluid ingress. The system controller was then functionally tested and passed all tests. The system controller was connected to a mock circulatory loop for an extended duration and was able to support a pump without any issues or alarms. Submitted and downloaded log files revealed routine events including a driveline disconnect on (B)(6) 2025 at 12:07:06, consistent with the reported system controller exchange. Provided information indicated that there were no adverse patient impact due to this event. A root cause for the reported fluid ingress could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii patient handbook section 2 - ¿how your heart pump works¿ and heartmate ii left ventricular assist system (lvas) IFU with heartmate touch section 2 - ¿system operations¿ instruct users to keep their equipment, including the system controller, away from water or liquid, and to never submerge the system controller in liquid. The patient handbook, section 10 - ¿safety checklists¿, and hmii IFU, section f ¿ ¿safety checklists¿, instruct users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not experience any adverse event due to the reported event.